Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2020. Additional information: d10. H3 evaluation: it was received for analysis an opened sample of product code pdp593g, lot pe5057. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ pull off - suture needle, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. The reported complaint was observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pe5057, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices had needle pull off issues in this procedure? The sales rep reported 2 devices. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information is available. How was case completed? No further information is available. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported in 2210968-2020-01871 and 2210968-2020-01872.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.